Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system and instrument logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: maryland bipolar forceps (part number: 471172-16 / lot number: k11211102-0071 / uses remaining: 11 ), and a large clip applier (part number: 470230-12 / lot number: n10181206-0061 / uses remaining: 41). This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted distal pancreatectomy and splenectomy procedure that bleeding occurred. The patient temporarily had no pulse and the procedure was converted to open.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy and splenectomy procedure that bleeding occurred. The patient temporarily had no pulse and the procedure was converted to open. An intuitive surgical inc. (Isi) clinical sales associate (csa), who was present during this procedure provided additional information: there was patient bleeding and the surgeon converted the procedure to open. The csa was not aware of the origin of the bleeding. The customer has not made any allegations against a da vinci product related to this event. The customer reported the patient is doing well post-operation. Isi contacted the surgeon of this procedure: the surgeon stated they will not provide information on this event to isi. The surgeon said "there was no equipment malfunction" during this event.